Event description:
Information was received indicating that the sleeve of a smiths medical portex® epidural catheter broke off during a procedure with the physician unable to extract it. Subsequently, further attempts were made to attempt to remove retained catheter sleeve with no success. There were no reported adverse patient complications.